Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced increased abdominal pain on (B)(6) 2015. The patient&#62688;effluent was noted to be clear and did not show aerobic or anaerobic growth after 5 days. The family was instructed to take the patient to their primary care physician to rule out gastrointestinal (gi) causes and/or a urinary tract infection. Per the received medical records, the patient was admitted to the hospital on (B)(6) 2016 with a primary diagnosis of peritonitis. On (B)(6) 2015 medical records noted the peritoneal fluid culture grew corynebacterium due to suspected contamination. It was also noted on (B)(6) 2015 the patient was on hemodialysis and the sepsis was secondary to peritonitis. On (B)(6) 2015 the patient developed an acute gi bleed and acute blood loss resulting in anemia. Medical records did not provide an estimated blood loss but noted the patient vomited blood and experienced bloody bowel movement. The patient was in septic and hemorrhagic shock complicated by no-st myocardial elevation. The patient was documented to have returned to peritoneal dialysis (date not specified). The family member refused blood transfusions and the patient transitioned to do not resuscitate (dnr) and subsequently expired on (B)(6) 2015.

Manufacturer narrative:
Source of peritonitis was not specifically mentioned in the medical records. However, the medical records state the patient came with ¿acute peritonitis secondary to peritoneal dialysis catheter.¿ peritoneal dialysis catheter is not a fresenius manufactured product. In addition, the patient¿s culture showed corynebacterium which was suggestive of contamination. There was no mention in the medical record that specifically mentioned touch contamination. Documentation in the medical record does not indicate a causal relationship between the liberty cycler and the peritonitis. Medical records did not contain hospital progress notes, a death certificate, autopsy report, cause of death, discharge summary or physician orders for review. The patient expired after developing acute blood loss from a gastrointestinal bleed causing hemorrhagic shock complicated by non-st elevation myocardial elevation in the hospital. Patient¿s blood loss likely contributed to patient¿s septic shock but, this is not confirmed in the medical record. In addition, the patient had a long history of cardiac issues and pacemaker placement. Patient¿s family did not want a much needed blood transfusion and patient deteriorated due critically low hemoglobin and hematocrit levels. Bicarbonate level on (B)(6) 2015 was normal at 23. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and death.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) male who presented to the emergency room after experiencing 8 days of abdominal pain. Patient was admitted into the hospital with abdominal pain. Patient was diagnosed with peritoneal sepsis and started on intravenous and intraperitoneal antibiotics. The patient was treated with zosyn, gentamicin, vancomycin and intravenous dilaudid. During the patient¿s hospitalization, the patient developed acute septic and hemorrhagic shock complicated by non-st elevation myocardial elevation. In addition, the patient had developed an acute gi bleed and acute blood loss anemia. The patient, according to the family and the physician notes was as having bloody bowel movement and vomited blood. The patient¿s hemoglobin on (B)(6) 2015 was 8.6 and on (B)(6) 2015, it decreased to 5.4. The patient had a colonoscopy on (B)(6) 2015. After the colonoscopy, the patient continued to have a lot of abdominal pain and became more hypotensive and more acidotic and then was transferred to intensive care unit. On (B)(6) 2015, the patient was bradycardic with a rate in the 70¿s. Patient was on started on levophed and bi-pap. During the patient¿s hospitalization, the patient developed acute septic and hemorrhagic shock complicated by non-st elevation myocardial elevation. Patient¿s family declined a blood transfusion due religious beliefs. Patient was on epogen and intravenous iron to assist with producing new blood. Patient expired 5 days later at 17:15 on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.